Event description:
It was reported that a malfunction alarm occurred with malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.